Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right direct surgical approach in a 67-year-old male patient for elective placement. The patient had a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. During support, the cvicu registered nurse called about the purge disc not being read on the automated impella controller (aic) after attempting to change out the purge cassette kit and bag. The aic indicated that the purge disc was not reading and needed to be pushed in further. The nurse confirmed via video that the purge disc was fully inserted and clicked into place, but the console still did not recognize it. The team then tried another aic and another purge kit, but the new kit also was not recognized. When the first purge kit was used on a different aic, it was recognized. The team ultimately swapped aics to continue supporting the patient. There was no harm to the patient, who was awake, sitting up in bed, and had stable hemodynamics. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. H5 and h8 were erroneously entered on the initial manufacturer device report.